Event description:
Caller reported that the pump was worn out and not functioning properly. There was no reported impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.